Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
During a knee arthroplasty the box guide fractured when it was removed with a slaphammer. No pieces fell in the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. Visual inspection was conducted. The box guide has a fracture on one of the side slots, and the other slot is also bent, thus confirming the complaint. This device is used for treatment. Root cause could not be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.